Manufacturer narrative:
There was no patient involvement. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was no power supplied by the power module (ppm) and there was a yellow wrench alarm. Additional information was provided by the perfusionist there was no power supply by the ppm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal service alarm was unable to be confirmed. The power module (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The power module was returned without a backup battery. The power module was tested with a test backup battery. The power module was powered on and started as intended. The power module was connected to a mock loop and was able to operate a pump with no alarms active. The power module functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.